Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: only the organizer of the homechoice cassette was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned sample was inadequate to perform any functional testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the homechoice cassette and physioneal bag. This occurred during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.